Event description:
It was reported that during an implant attempt, the veins were tortuous and it was difficult to pass the first curve. The physician moved the lead back and forth and when he took the lead out of the introducer he noted some parts of the coil with a little breach. The physician was not sure of the integrity of the coil so he discarded it. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the lead conductor distorted, defibrillation right ventricle coil exposed and kinked/buckled. It was noted that the visual summary indicated damage at implant.